Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent inflatable penile prosthesis (ipp) device replacement as the patient experienced difficulty inflating the device. The pump was acting a little sticky, it stayed flat and was not easy to pump. The physician was able to barely cycle it in the clinic and was struggling as well. The cylinders were tested, those were working properly, the reservoir was filled and working properly. The pump was replaced with a new pump. There were no patient complications.